Event description:
It was reported that the patients device was put incorrectly and the patient experienced an inadequate stimulation. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.